Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for hyperglycemia due to high blood glucose. Customer's blood glucose was 430 mg/dl. Customer's blood glucose at time of call was 311 mg/dl. Customer reported the device was alarming that it was suspended. Customer mentioned that the basal rates were not going through. During troubleshooting, the call was disconnected. Customer will not be returning the device for analysis.